Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen using c150 applicator and may have developed paradoxical hyperplasia (ph).

Event description:
Additional information was received that patient was treated on (B)(6) 2022 to the abdomen and flanks.

Manufacturer narrative:
Clarification to g.3 of supplemental emdr: 13-july-2023.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments on (B)(6) 2021 and (B)(6) 2022 to the abdomen using the c120 and c150 applicators and may have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, h6.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments on (B)(6) 2021 and (B)(6) 2022 to the abdomen, flanks, and infra-scapular area using the c120 and c150 applicators and developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: d1 and b5.

Manufacturer narrative:
Aware date of supplemental medwatch # 1. Aware date should have been listed as 7/13/2023.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the full abdomen, flanks, and bra fat/back fat areas on (B)(6) 2021 and (B)(6) 2022 using the cooladvantage c120 and c150 system applicators, who developed paradoxical hyperplasia (ph) after treatment.